Manufacturer narrative:
Follow up received from the emergency room confirmed a diagnosis of corneal abrasion of the left eye (os). The conjunctiva was injected and there were multiple small punctate areas of fluorescein uptake. He was prescribed percocet for pain and erythromycin ophthalmic ointment. The right eye (od) had minimal conjunctival injection. Medical records were received from the ophthalmologist the patient saw in follow up. Patient was seen on (B)(6) 2014 (one day after event). Visual acuity (va) with glasses od 20/15-1 and os 20/70-2. Conjunctiva both eyes (ou) is injected. Cornea od no superficial punctate keratitis (spk). Os inferior half marked spk. Anterior chamber ou deep and quiet. Prescribed tobradex drops to be used in both eyes every four hours. Diagnosis: od laceration of conjunctiva. Os corneal abrasion chemical burn from contact lens solution. Follow up exam on (B)(6) 2015 found va ou 20/15-1. Both eyes are resolved. Discontinue eye drops. (B)(4). Health professional now checked. Chemistry testing of the complaint sample returned by the patient met product specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Information that was known but inadvertently not submitted. Mfg date: 05/01/2014. Source report: although noted, did not have the box for health professional checked all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Pt date of birth: (B)(6) 1977. Device available for eval: yes; received 1/13/15. A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
A consumer reported that he experienced ocular burning and redness, later diagnosed as a corneal abrasion, conjunctival burns and a conjunctival laceration after applying contact lenses that soaked in revitalens ocutec® multi-purpose disinfecting solution. The acuvue oasys lenses had previously soaked in optifree express. He purchased an eyewash and rinsed his eyes but the burning continued. He sought medical treatment at an emergency room. He was examined and diagnosed with corneal abrasions. A drop (name unknown) was administered for pain, he was prescribed tobramycin/dexamethasone drops and oxycodone for pain. He was referred to a corneal specialist and was seen the following day. He was diagnosed with a conjunctival burn and conjunctival laceration in his right eye and a superficial corneal injury to his left. Tobradex, 1 drop in both eyes every 4 hours was prescribed. He used that regimen for about two days and then switched to twice daily until he was seen for a follow up visit on (B)(6) 2014. He reported his eyes returned to ''normal'' by (B)(6) 2014.